Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Visual examination observed hair adhered to the adhesive. However, the adhesive peel test passed within specification and reflected excellent bonding capability. Based on the results, it was concluded there were no discrepancies with this sample electrodes. This is the first report of this kind against this lot number of electrode pads. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.